Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, and a curved opening. A leak test was performed and found four openings. A microscopic analysis identified a curved(cracked) opening in valve assessed as cracked valve seat diaphragm valve, three curved(striated )openings on anterior and posterior side assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is curved(striated) openings assessed as surgical damage and a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Health professional reported left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.